Event description:
It was reported that a patient with a history of low back pain, spondylolisthesis underwent a spinal fusion l3-s1 with bmp placement. At an unknown time post-op, patient presented with low back pain with lumbar radiculopathy, back pain radiates to bilateral hips. Patient also claims aggravating deep neck pain. Patient received several epidural steroid injections and claims pain while slightly improved is still ongoing. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.